Manufacturer narrative:
Evaluation, results/conclusions: stent deformation, lesion morphology - severe calcification and severe tortuosity, stent deformed. (B)(4).

Event description:
The physician was attempting to treat a lesion in the circumflex (cx) of the coronary artery using an endeavor resolute drug eluting stent. The lesion was severely calcified and tortuous, with angiography results showing (B)(6) stenosis in the proximal to mid cx and (B)(6) stenosis in the distal cx. The device was removed from packaging as per IFU, inspected and prepped prior to use with no issues noted. During the procedure, the lesion was pre-dilated with a balloon three times, balloon was inflated to 12atm and pressure held for 7 seconds. (B)(6) stenosis remained following pre-dilatation. The device was then advanced to the target lesion, but could not pass the lesion. Physician removed the device from patient and noted the stent was deformed. No further stenting attempts were made. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The stent was positioned on the balloon between the marker bands. The 7th and 8th distal segments were misaligned and raised. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).